Event description:
The physician reported he was performing an aneurysm coiling, and that the coil was non-conforming. The physician completed the procedure with the use of another similar device. There was no allegation of harm.

Manufacturer narrative:
The device in question was returned to boston scientific for further investigation. Boston scientific conducted a device history record (DHR) on this batch and no issues or discrepancies were found. The DHR showed that this device met all required specifications. Inspection of the returned coil confirmed it met specifications and no visual defects were found. Due to the fact that the coil had been separated, and the pusher wire was not returned, no visual inspection or analysis could be performed on the pusher wire. Consequently, boston scientific could not conclusively determine the cause of the user's experience. The cause of the event is unknown.